Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.